Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report# 1627487-2018-09676, reference MFR. Report# 1627487-2018-09678, reference MFR. Report# 1627487-2018-09679. It was reported the patient experienced inadequate stimulation. As a result, the patient underwent surgical intervention wherein the right occipital lead was revised which resolved the issue. Effective therapy was established post operatively. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.